Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when the plunger of the prostyle device was removed, the suture was not attached. The lever was returned to its original position to close the foot and remove the prostyle device, but felt resistance when trying to remove the device. The lever was lifted and lowered several times to attempt to close the foot, but was not successful; therefore, the prostyle device was pulled out and the device separated at the guide causing the vessel to tear. The sheath was upsized to 14f and the tavr procedure was completed. It was estimated that one unit of blood was lost. A 9mm covered stent was required to repair the tear and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issue and the subsequent treatment appear to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. Factors that may contribute to a difficult to open or close the foot include, but not limited to, tissue or suture caught in the foot which led to the reported difficulty removing the device. The reported separated guide was likely the result of the reported device that was pulled out against resistance. It should be noted that the electronic prostyle instructions for use (IFU) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The patient effects of dissection and hemorrhage were known risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017 clarifier: against resistance.